Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measuring 133 ohms. No adverse patient effects were reported. This system remains in service.